Event description:
Complaint alleged that while defibrillating a pt (age & gender unk), arcing/sparking was seen from the electrode pads.

Manufacturer narrative:
Zoll med corp has not received the device for eval and this complaint is still under investigation.